Event description:
Additional information received from the consumer reported the patient was meeting with her technician on (B)(6) 2015. The patient made an appointment to see the doctor. There looked like no damage to the implant. The patient felt fine now.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she fell in her kitchen and hurt her foot. The patient did not know if she damaged anything with her system, but was wondering if she could go to the healthcare provider (hcp) to have her leads and implantable neurostimulator (ins) checked. As a result of the fall, the patient hurt all over. This was considered a sudden change in symptoms. The patient noted she would go to the emergency room and have them check out her foot on the day of the report. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.